Event description:
During a gastric bypas procedure, surgeon was at the stomach area at left of the curvature, went to transect out. Pulled instrument out and it was charded at the proximal end of jaw. Placed in water and swished it around to get particles off. Then tried using again & it did not work. Had to pull a new instrument to complete the procedure. There was no patient consequence. One device returining.